Event description:
My problems started slowly and have continued to get worse. I got mentor gel implants (B)(6) 2009. A few years ago, I started with weight gain that no matter what I did, I couldn't lose the weight. Then I started being more and more depressed. I was tired all the time and no motivation to get up. I have had bad memory fog starting around 2 years ago. It affects my whole family. I feel like I have dementia. Around the same time, I started having migraines. I ended up passing out and ended up in the ER with them not being able to find anything. I find it very hard to concentrate. I have sharp pains in my breasts a few times a week. I have been in the ER with chest pain from the stabbing pain in my chest. I wake up all the time at night covered in sweat. I get my hormones checked every year and everything looks good there also. I am also suffering from mood swings and decreased libido. My boobs hurt to touch, they are very tender and it keeps getting worse. I have been to many specialists and no one can seem to help me. I have a surgery scheduled next month to get the implants removed.